Event description:
Back locking clip broke. Mps confirmed bottom pivot screws. Case type / application: tka 2.0.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako mics was reported. The event was confirmed. Product inspection: evaluation 1: pivot mechanism - missing handle locking lever. Evaluation 2: scratched handle. Reported condition confirmed: yes. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. -complaint history review: a complaint history review is not required as there was no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.